Manufacturer narrative:
The biomedical engineer (bme) reported that the central nurse's station (cns) display is fuzzy, making it hard to read patient's data and that the cns is boot looping after changing the display settings. No patient injury or harm reported attempt #1: on 08/03/2021, emailed customer via (B)(6) for all items under the no information section. No reply was received. Attempt #2: on 08/11/2021, emailed customer via (B)(6) for all items under the no information section. No reply was received. Attempt #3: on 08/12/2021, emailed customer via (B)(6) for all items under the no information section. No reply was received.

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) display is fuzzy, making it hard to read patient's data and that the cns is boot looping after changing the display settings. No patient injury or harm reported